Event description:
It was reported that device entrapment occurred. The target lesion was located in the left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter became stuck with a non-boston scientific stent. The device was not completely removed using a balloon and a guidezilla guide catheter and a piece was left. No additional intervention was done. The procedure was completed with another of the same device. There were no patient complications reported and patient's status was stable.

Manufacturer narrative:
Corrected: d4: lot number from 0029599880 to 0029427854. D6: expiration date from 06/16/2023 to 05/19/2023. H4: device manufacture date from 06/16/2022 to 05/19/2022. The device was returned for analysis. Visual inspection revealed the sheath was cut at the proximal end and was missing the imaging window portion. The sheath was kinked. Microscopic inspection revealed imaging window was detached from the sheath. Evidence of shear forces were observed on the proximal end of the sheath and imaging core.

Event description:
It was reported that device entrapment occurred. The target lesion was located in the left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter became stuck with a non-boston scientific stent. The device was not completely removed using a balloon and a guidezilla guide catheter and a piece was left. No additional intervention was done. The procedure was completed with another of the same device. There were no patient complications reported and patient's status was stable.